Event description:
Shortly after nurse hung chemo, patient called out and stated something was leaking. Infusion stopped. Chemo infusion set noted to be leaking from extension piece. Another infusion set was obtained from pharmacy.